Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a falsely decreased architect tsh result was generated for a patient sample compared to another method. The following data was provided. Architect result, (reference range): tsh 3.38 uiu/l, (0.35 - 4.94 uiu/l); ft3 3.7 pmol/l, (2.63 - 5.7 pmol/l); ft4 12.26 pmol/l, (9 - 19 pmol/l). Yhlo method, (reference range): tsh 6.42 uiu/l, (0.3 - 5 uiu/l); ft3 2.91 pmol/l, (2.3 - 4.2 pmol/l); ft4 7.37 pmol/l, (6.1 - 11.2 pmol/l). Retest results were consistent (no data provided). The patient is a 50 year old male. The customer reported that no clinical information could be obtained for this patient. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide field data was used to assess the performance of the architect tsh assay through abbottlink. Review shows that the median patient result for lot 35083ud02 is comparable with other lots in the field confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 35083ud02 was identified.